Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is in progress. Device still implanted.

Event description:
Roi-c : anchro breakage 8 month post-op. Patient had 3-level-roi-c implantation in (B)(6). At 8 months patient presented with broken plate on the inferior side during a post-op visit, anchor seemed to be broken. According to surgeon, surgery "went very well and no incidents or adverse events occurred during surgery or immediately post op". Patient is still doing well and have no pain or no complaints. Surgeon confirmed that he is no concerned about the implant stability.

Manufacturer narrative:
D4: expiration date: jul 1, 2021 or sep 1, 2021 or jun 1, 2021. D4: UDI number: (b)(4. H4: manufacturer date: aug 30, 2016 or oct 27, 2016 or aug 5, 2016. Correction to: a2 (age), d4 (expiration date, UDI number), additional information: (PMA/510k). The device was not returned for evaluation. However, an x-ray was provided and used to confirm the fracture of one anchoring plate; the bottom plate of the top of three constructs has cracked where the plate transitions from the cage to the bone. Without product return, the cause cannot be concluded. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that 8 months after surgery, the patient presented a broken roi-c anchor during a follow-up visit. The surgeon stated that no incident had occurred during surgery that may have led to the event and that since the patient is still doing well with no pain or complaints, no revision will be scheduled at this time.